Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (cloudy with moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 08/15/2017 with the following findings: during investigation, there was no evidence of a cloudy display. The pump powered on and the display was found to be clear and legible display. The complaint of cloudy display was not duplicated or confirmed during investigation. Unrelated to the complaint, investigation revealed that there was moisture in battery compartment; the battery compartment was cracked below grip pad to case seal. A leak test revealed a display lens leak. The pump was opened and there was no moisture found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.